Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was not opening due to the latch sensor being out of position. A field service engineer repositioned the sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system ssc main drawer 1.1 half height drawer failed, which hindered users from accessing medication for a patient. The drawer was opened by means of the red emergency latch. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.